Event description:
It was reported that one day post implantation the patient was noted to have a perforation of the myocardium. Surgery was performed to correct the lesion. The lead is still in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.